Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prostate procedure, with 64,000 joules used and 35:15 minutes expended, ¿end fire¿ was observed. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end exhibits mild scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.